Event description:
This 77 yr old female had a pacemaker system implanted in 3/1998. The initial sensitivities and threshold on the pacer were adequate. However, the ventricular lead failed to capture at low thresholds, requiring higher outputs which lead to a battery life of 1.5 yrs. Before the ventricular lead was removed, it was placed into multiple positions in the right ventricle with no results of adequate sensing and pacing abilities. A screw type lead was then implanted and attached to the existing pacer.